Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Initial reporter state: qc.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing was performed and passed. Nordic bluetooth pairing testnordic was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for receiver with serial number (B)(6). However, receiver with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Receiver charge was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss over 1 hour was not found for serial number (B)(6) within the investigation window. The allegation was not confirmed.